Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. The customer was asked to send a picture to confirm the malfunction code, but after hanging up, there was no further communication as attempts to reach the customer were unsuccessful, and the serial number was not confirmed.